Manufacturer narrative:
H3: the prosthesis wear reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components. However, this cannot be confirmed as the device was not available for evaluation and radiographs were not provided.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomittants: 02-012-45-4050 - bandeja tibial logic fit 4f/5t 3798133. 200-02-35 - rotula tres tetones 35mm 3596964. 232-02-04 - comp. Femoral asimetrico poroso cr nº4 izq 2842942. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Ubarmin #43 during the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an inperson site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. This patient ((B)(6)) was implanted with a 200-24-13-inserto tib cr 4, 13mm, serial number (B)(6)on 2/25/2015. The insert was manufactured on 6/5/2010 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 6/5/2010 and was 4.7 years shelf age at the time of implant. Revision pending for wear of the polyethylene. No additional details are available at this time.